Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Health care professional reported that the patient (pt) reports that she has a dead implant battery, it has not been charged for several years now and she has had several MRI's with it dead. Pt said it takes over 24 hours to charge or can't charge at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.